Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that during impella cp support a patient had a foley placed when the patient got to the intensive care unit. Hematuria was noted. Question traumatic foley insertion. On echocardiogram, the pump appeared slightly deep. The team decided to reposition the pump. Under echocardiogram guidance, the pump was repositioned to 3.2 centimeters mid inlet to valve. Urine cleared shortly after repositioning. Bleeding was noted from the access site and manual pressure was held. A pressure dressing was applied. The patient weaned to p3. The patient was taken to the cardiac catheterization lab for explant. Hemostasis was achieved with perclose x 2.

Manufacturer narrative:
The investigation was completed and no product was returned for investigation. Hematuria: the cause of the clinical symptom was not determined due to insufficient clinical details. Device history review was completed and passed all post sterile inspection checks.